Event description:
Pharmacist reported " 2 ights ago tpn pump emptied bag before 3 hr taper completed, including 220 ml overfill. Last night there was 1000ml left in bag at end of infusion." Report did not indicate any patient injury or need for medical intervention. When contacted pharmacist could not provide any additional data.